Event description:
It was reported that the patient underwent an initial total replacement on the right side. Subsequently, the patient experienced pain with effusion and had a right knee aspiration approximately eight months post-surgery. Approximately five years and nine months later, the patient underwent a revision due to failed polyethylene. Despite undergoing the revision surgery, the patient experiences daily pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; that limits their activities of daily living. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
D10: 02-010-03-0320: logic cr femoral cem, right, sz 2: 4139525. 02-012-45-2020: lgc tibial fit tray cem sz 2f / 2t: 3718586. 200-02-29: three peg patella 29 mm: 4155989. 203-96-42: 11-4132 stryker sys 6 90 x 13/21 x 1.19: 43332 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.